Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had been updating in the last 3 hours. It was explained to customer the system diagnostics may have detected sensor is not properly responding to glucose and stopped displaying glucose readings. Blood glucose level at the time of the incident was 51 mg/dl. Customer declined troubleshooting for low blood glucose. The customer was advised that the sensor would be replaced. The sensor is expected to return.